Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned and an investigation was conducted. A cut measuring 0.0815 inches was identified on the pilot balloon, however, no root cause was identified. (B)(4).

Event description:
Covidien received information reporting a leak in a taperguard tracheal tube (ett) cuff. The reported event occurred during patient use in an operation. The customer reported that the cuff balloon was tested prior to use. Once the ett was in place, the cuff inflated but started leaking approximately three hours later. The cuff continued to deflate during the surgery and repeatedly refilled. The ett was not replaced during the procedure. There was no patient harm reported.